Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign matter in the nozzle tip and on the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were discovered; the water tightness was lost due to a crack on plug unit, the plastic distal end cover had a dent, the light guide lens had a crack, the adhesive around light guide lens was peeled, the adhesive around objective lens was peeled, the plug unit had a crack, the paint on suction cylinder was peeled, the control unit had discoloration, the suction cylinder was shaved, the suction volume did not meet the standard value because the suction cylinder was shaved, the water removal ability did not meet the standard value due to clogging of nozzle, the adhesive on the bending section cover had a white-clouded area, the adhesive on the bending section cover had a crack, the adhesive on the bending section cover had a chip, the play of up/down knob was out of the standard value due to wear of angle wire, the bending angle in up direction did not meet the standard value due to wear of angle wire, the water tightness was lost due to a pinhole on jet tube, the flexibility adjustment function did not work due to damage on flexibility adjustment ring, the image had linear scratches due to damage on charged coupled device unit, and multiple parts of the scope had scratches. The customer cleaned, disinfected, and sterilized the device before returning it to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with air, water and detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: d5 and e1 (establishment name). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.